Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined, that the cause of the reported issue was, that the three types of patient circuit boards (cm, cp, dx) and the converter have failed. The cause of the failure of these parts could not be identified. The parts were replaced, during repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b40 which indicates the subject device is damaged was displayed at the preparation for use. Nurses of the user facility stopped to use the system of the subject device. There was no patient injury associated with this report.